Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The device is part of the advisory for this model. The cause of death has been requested but has not been received.

Event description:
It was reported by the patient's daughter that the patient was found dead in bed, 13 days after lead implant. She also reported "the doctor said it was shocking him alot before he died." There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported by the patient's daughter that the patient was found dead in bed 13 days after lead implant. She also reported "the doctor said it was shocking him alot before he died." There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received. Additional information received from the health care professional reported the cause of death and the relationship of the death to a device/lead malfunction was unknown to them. Device interrogation revealed that during the two days prior to the patient's death, he received nine shocks that successfully treated ventricular tachyarrhythmias.